Manufacturer narrative:
This was an unexpected product return from the customer with previous complaints of smartsite needle-free valve leak, stick down, and blood in the smartsite body. Only blood inside the smartsite body was confirmed. No leaks or stickdowns were observed or replicated with the received smartsite during internal lab testing. Functional testing of priming, infusion and pressure testing found no leaks or other anomalies with the received smartsite. Visual inspection of the as-received valve observed there was blood only between the valve's clear body and piston; however the cause of fluid in this entrainment area of the smartsite valve is due to ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve. No other anomalies were observed on the smartsite connector during visual inspection. Per the directions for use, when using the needle-free valve, fluid may be observed between the housing and blue piston. This fluid does not enter the fluid path and requires no action. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
The set was received as an unexpected return with previous complaints of smartsite needle-free valve leak. Received with product documented on package; (mt 6/18 at 4:30 pm).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics not provided.

Event description:
The set was received as an unexpected return with previous complaints of smartsite needle-free valve leak- received with product -documented on package mt 6/18 at 4:30 pm.